Event description:
The case was not-reportable as there was no allegation of sg vs bg as per medical review.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic keto acidosis. The customer was also experienced differences between sensor glucose and blood glucose levels. The customer blood glucose was 68 mmol/l and sensor glucose value was 22.2 mmol/l at the time of incident along with symptoms of dehydration, irritable, blurred vision. The customer treated hyperglycemia, diabetic keto acidosis, dehydration, irritable, blurred vision with insulin pump and overnight hospitalization stay. The event involved product(s) mmt-7040c5. Troubleshooting was performed was performed for hyperglycemic event. No troubleshooting was performed for the difference between sensor glucose and blood glucose values, and the difference was 37.8 mmol/l and it is beyond 30% limit. No further patient complications were reported. Product return for mmt-7040c5 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.